Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02327. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems; undefined recurrence; neuromuscular problems. Additional narrative: it was reported that mesh was implanted due to stress urinary incontinence, rectocele and cystocele. Following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and other: rectocele. It was reported that on (B)(6) 2009 the patient underwent urethrolysis and removal of left side of transobturator mesh sling due to urinary retention and left leg obturator nerve neuralgia. It was further reported that on (B)(6) 2010 the patient underwent revision of perineorrhaphy due to dyspareunia and splitting at perineal skin. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Resubmission with the correct file number.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh removal on (B)(6) 2012 due to dyspareunia and urinary problems. No additional information was provided.(B)(4).